Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that about an hour into procedure the health care professional (hcp) was inaccurate by 4mm inferior and medial near the orbit. The manufacturer representative used the measure tool to confirm the amount of inaccuracy. The hcp continued the case by accounting for the inaccuracy. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.